Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture, low r-wave amplitude and increased pacing lead impedance for over a year was observed on right ventricular lead during interrogation prior to device change out procedure. Device was tested to rule out heart block and wenckebach. The lead was connected to the new device and device was reprogrammed. The patient left the procedure in stable condition and was discharged home the same day.